Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain/cramping") in a 50 year-old female patient who had essure inserted for female sterilisation. Medical conditions: other products: no additional context: no. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2024, 3809 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to pelvic pain. The reporter commented: batch/lot number: not available dosage text: surgery for tubal reporter seriousness for pelvic pain: intervention required reporter seriousness for cramping: intervention required. Quality-safety evaluation of ptc: for essure: unconfirmed quality defect the most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of product technical complaint. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.